Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with four photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9128673, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed slight damage to the catheter tip. It was also observed that the catheter was slightly above the base of the grip but no evidence was found to show an issue with the lie distance. Based off the provided photos the engineer was able to confirm an issue with the catheter tip but not with the lie distance. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the tip of catheter was damaged discovered during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: in the insertion of the jugular catheter, at the start of the puncture, I realize that when the catheter comes into contact with the skin, the integrity of the tip is lost, I stop the procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of catheter was damaged discovered during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: in the insertion of the jugular catheter, at the start of the puncture, I realize that when the catheter comes into contact with the skin, the integrity of the tip is lost, I stop the procedure.